Event description:
Pt alleged that device is delivering too much insulin because they have had low blood glucose levels for 3-4 months. Pt self-treated low blood glucose by ingesting hard candy or glucagon.